Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, biomechanical overload, infection, pain, swelling. Patient was overloading denture by bruxing. Even the locator abutment was bent.